Event description:
The facility reported a colleague infusion pump with a malfunction of screen guard. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however, it was known to have occurred in the general patient ward. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The initial MDR was added inadvertently. Quality engineering has determined that the as reported problem code for this complaint is more accurately captured in c.021 bezel than display - unknown. This complaint is non-reportable. Further action will be completed should additional information be acquired.